Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with and implantable neurostimulator (ins) for dystonia. It was reported that the patient had an old ins replaced on (B)(6) 2012. The device was replaced because it would keep turning off near security gates at stores like (B)(6). The patient would start flailing around with a return of symptoms when the ins was turned off.